Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00093 on 04/10/2017 for falsely low advia centaur xp progesterone (prge) results. On 06/19/17 - additional information: the falsely low advia centaur xp progesterone (prge) results only affected this patient sample. Quality control results, and other patient samples are not affected. A list of medications taken by the patient was not provided. The patient sample is not available for investigation. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies, and auto antibodies. Patients exposed to animals or animal serum products can be proved to this interference and anomalous values may be observed. Interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. An interferent may not necessarily be due to an interfering antibody, but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The specific cause for the falsely low advia centaur xp progesterone (prge) results in unknown. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant low advia centaur xp progesterone (prge) results compared to the alternate laboratory and progesterone test method is unknown. Siemens is investigating. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Falsely low advia centaur xp progesterone (prge) results were observed by the customer on a patient receiving progesterone therapy. The sample results were taken consecutively, however the third sample was taken after a medication dose increase to 16 mg per day. The physician was expecting a higher progesterone result. The patient was tested at an alternate laboratory, with an alternate progesterone test method, and the result was elevated. The patient was retested at another facility (hospital), on an alternate progesterone test method, and the result was low. No corrective result was reported by the customer. There was no report of adverse health consequences due to the increased dosing, and discordant low advia centaur xp progesterone assay results.